Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: the history files from 2023-05-02 (specified date of the incident, given from the customer) were investigated. At 2023-05-02 10:07 am a space line was inserted. The rate was set to 20 ml/h and the infusion was started. At 10:10 am the alarm "no drops" was displayed. (Reason for that could not be clarified). The infusion was started again at 10:11 am. At 14:24 pm and 14:26 pm the infusion was stopped by the alarms. "Too many drops". (Reason for that could not be clarified). Furthermore, no anomalies could be detected in the history files. A visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. No seal was available. The device was sent with an inserted line. It could be detected that the silicon segment inside the device was twisted. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. The function of the drop sensor was checked. No anomalies could be detected. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,09%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. In summary, the infusomat space worked within our specification. The complaint is due to incorrect handling by the user. The line (silicon segment) was inserted twisted into the device. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400600416. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in finland: "the pump had started to alarm too many drops and infused liquid into the patient even though the rate as set 20ml/h. No patient harm."